Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The following information concerning the evaluation of the device is a summary of the information provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning user interface module. The foreign distributor shipped a replacement user interface module to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged user interface module for evaluation. As of january 26, 2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was document by carefusion technical support in response to information provided by a foreign distributor in nepal. No patient involvement. Ventilator did not alarm "not ventilating" audible and visual. Ventilator does not enter ventilation mode. When the ventilator is turned on, it started but remains freeze as in the attached image. Its touchscreen as well as accept does not work. Hence, the ventilator cannot enter the ventilation mode."